Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing resulting in pacing inhibition. Noise was able to be recreated with right arm movement. The pocket was reopened and this lead was removed from the rv port and placed in the right atrial port. The patient is in chronic atrial fibrillation (af) and does not use the atrial port. No additional adverse patient effects were reported.